Event description:
It was reported that during pre-testing the hand piece device was "overheating". The reporter stated that there were no delays and a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be duplicated and was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).